Event description:
Customer reporting 8 false negative results, 6 for sars, 1 for flu a, 1 for flu b. Customer states the results were positive by pcr. Report 8 of 8 (flu b).

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot .a review of the DHR found that the lot met all release criteria. Root cause: unable to determine source: phone.